Event description:
Pt on monitor with carotid arterial stenosis. It was difficult to determine the condition of the pt due to the monitor showing multiple strips of artifact and bad tracings. The monitor alarmed many times over a short period of time causing the nurse to do a lot of trouble shooting, (changing lead and pt positions, moving the lead wires, and replacing batteries). Due to not being able to read the tracings, the nursing staff entered the room and found a pt in asystole. It is uncertain based on the unreadable and illegible tracings, how long the pt was in that condition.